Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a yellow collecting wave was recorded in the remote communicator for this pacemaker as the implanted device could not be found. Technical services (ts) was contacted and provided troubleshooting which did not solve the alert. Further in clinic evaluation was recommended. Further information was provided stating that the device was not enrolled in remote monitoring for which further guidance was provided to enroll the device, and a new communicator was sent to the patient. This pacemaker remains in service. No adverse patient effects were reported.